Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found inside eight bd plastipak¿ 3-piece syringe while preparing medication. The following information was provided by the initial reporter: "during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She had only managed to pull the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks white and thread like, the material is on the plunger, slightly on the side of the plunger and at the very top of the syringe. The nurse found some other bd plastipak with the same lot at their local storage, but they do not seem to have the same material on them."

Manufacturer narrative:
H6: investigation summary one sample and several photos were provided to our quality team for investigation. Through visual inspection, a foreign matter was observed in the plunger. Further evaluation identified the matter to be grease, consistent with what is used during the molding process. A device history review was performed for reported lot 2103040, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. While we could not identify a direct issue, this defect can occur due to grease accumulating in the mold during the molding process. H3 other text : see h10.

Event description:
It was reported that white foreign matter was found inside eight bd plastipak¿ 3-piece syringe while preparing medication. The following information was provided by the initial reporter: "during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She had only managed to pull the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks white and thread like, the material is on the plunger, slightly on the side of the plunger and at the very top of the syringe. The nurse found some other bd plastipak with the same lot at their local storage, but they do not seem to have the same material on them."